Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to noise. The lead also exhibited an increase in pacing thresholds, an increase in pacing impedance to a high undefined range, decreasing r-waves, oversensing, and double counting. The lead was reprogrammed which reportedly resolved the oversensing, high impedance and decreased r-waves. The lead was subsequently capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.